Event description:
Reporter indicated a vns physician's programming wand caused comunication issues. Troubleshooting did not resolve the issue. The wand was returned to the MFR and the reported issue was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared. After the serial data cable was substituted the wand performed as intended.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.